Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at display window corners, broken reservoir tube lip, scratches on reservoir tube window, broken battery tube threads, broken belt clip slot and missing end cap sticker. Moisture damage on all electronic assemblies and motor assembly noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.